Event description:
It was reported that a literature article contains an uncertain number of adverse events concerning patients who had pelvic floor repair procedures to repair vaginal prolapse. There were patients who had mesh exposures. Medical/surgical intervention was performed on some of the patients to repair these exposures.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.